Event description:
A nurse reported during the ninety percent arcuate cut of cataract surgery, one patient's right eye cornea was perforated. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Company representative unable confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A ¿non-conformance¿ based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaints had similar reported events and were determined to be relevant. All three complaints, including the current complaint, are under investigation simultaneously and were addressed per the same service record (sr). The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).